Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. A copy of patient's clinician office visit report was sent to manufacturer. In the problem history section, there was a mention of " breakdown (mechanical) of other implanted electronic stimulator of nervous system, initial encounter" and "breakdown (mechanical) of other nervous system device, implant or graft, initial encounter¿. No further information was reported. No patient symptoms reported. No further complications were reported as a result of this event.